Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tab on the front left of the box trial broke off. Der indicates no surgical delay was caused and no piece of instrumentation was left in the patient.

Manufacturer narrative:
Examination of the submitted device confirmed the jack pin has been fractured in half down the whole length of the tapped section. At this point with the information provided a root cause cannot be determined. Based on the inability to identify root cause and no reports of patient harm, corrective action is not being pursued at this time. Continue to monitor future reports of sig hp rev tc3 box trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.